Event description:
It was reported by service report that the mattress was ripped with evidence of fluid intrusion. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Mattress.